Event description:
Additional information was received indicating the oversensing due to noise resulted in inappropriate mode switching. No intervention has been performed. The patient was stable and will continue to be monitored.

Event description:
Additional information was received indicating myopotential oversensing was also noted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow up, noise resulting in oversensing was observed on the atrial lead. Abbott technical support was contacted and recommended further investigation via provocative testing, however, no intervention has been performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information was received indicating a low p wave amplitude was observed. Lead damage was suspected. The patient was stable and will continue being monitored.